Event description:
It was reported the valve was explanted due to thrombus. The valve was replaced with a st jude medical 27mm mitral valve (model and serial number unk). The pt's aortic sjm valve was explanted due to an impeded leaflet during this procedure (medwatch # 2648612-2008-0031). The pt was doing fine and discharged. Add'l info has been requested.